Event description:
Initially, the dr could not remove the iab from the tray. Another iab was used. After the pt's operation, the dr pulled the iab by force and removed the iab from the tray. Event complications: none from the event - reported 09/08/1998. Pt's current status; unk - rpt'd 09/08/1998.